Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope knob wire had foreign object, the probe was damaged, and the acoustic lens had a chip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d4 (UDI) from (B)(4). Updated h4 (device manufacture date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The other reportable events, ¿probe is damaged¿, and ¿acoustic lens had a chip¿ were confirmed but the probable cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.